Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control's further evaluation of the device at the failure analysis center verified the device failure to power on. The cause for the malfunction was a dislodged lid and power latch from the mounting shaft. The latch assembly connects to the on/off button switch flex assembly. A replacement device was provided to the sales representative.

Event description:
A physio-control sales representative reported that one of their fully functional demo devices would no longer power on. There was no patient use associated with the reported event.